Manufacturer narrative:
A revision was performed and this lead was successfully replaced. The explanted lead will be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual analysis discovered a cut in the insulation approximately 330 mm from the terminal pin and blood infiltration in the lumen. A new stylet was passed through the lead but stopped approximately 172 mm from the terminal pin due to the blood infiltration. The pressure analysis conducted to determine insulation integrity failed due to the induced cut in the insulation. Resistance tests were also completed to assess lead electrical performance measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of out of range pacing thresholds and dislodgement.

Event description:
The lead was returned.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead presented with high thresholds. It is suspected that the lead had dislodged. No adverse patient effects were reported.